Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they finished cooling for 72 hours and began rewarming at 1200 yesterday in an arctic sun device. The targeted temperature (tt) was 37c. After about 10 hours, the device swapped over to normothermia, but the patient was only 35.7c. The water temperature cooled off and the patient temperature dropped to 35.5c. Nurse thought that the device was trying to keep the patient at 35.7c because it was now in normothermia. Nurse stated they noticed it said rewarm from 37c to 37c, so they adjusted the rewarm from to patient temperature (pt) was 35.7c to targeted temperature (tt) was 37c. Device now says rewarming and water temperature (wt) was back up to 40c. Nurse asked how warm the water temperature could get before there was a risk for skin damage. Informed nurse with really warm or really cold-water temperature, there was an increased risk of skin damage. With the water temperature being so warm at 40c, they would recommend more frequent and diligent skin checks to monitor for any signs of skin injury. Explained the high-water limit (hwl) was typically set to 40c for neonatal intensive care unit (nicu) protocol, so this was the warmest the water temperature could get. Also explained the rewarming duration was strictly a timer, once the duration timer was completed, the device would automatically swap to normothermia regardless of if the patient has reached target temperature yet. The device would continue to work to get the patient to target, so although the patient temperature was 35.7c, the device would still be working to warm the patient up to 37c at the programmed rate. Informed nurse it seems like they placed the device back in rewarming based on the settings, so the duration should be how long it would take for the patient to reach the target at the programmed rate. Informed nurse to monitor the water temperature and call back with any more issues with rewarming. Nurse also going to send the device to biomed once therapy was completed just to evaluate the machine and make sure it was working appropriately. Nurse was not in front of device to get s/n.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that the device swapped over to normothermia, but the patient was only 35.7c. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. Correction: d,e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they finished cooling for 72 hours and began rewarming at 1200 yesterday in an arctic sun device. The targeted temperature (tt) was 37c. After about 10 hours, the device swapped over to normothermia, but the patient was only 35.7c. The water temperature cooled off and the patient temperature dropped to 35.5c. Nurse thought that the device was trying to keep the patient at 35.7c because it was now in normothermia. Nurse stated they noticed it said rewarm from 37c to 37c, so they adjusted the rewarm from to patient temperature (pt) was 35.7c to targeted temperature (tt) was 37c. Device now says rewarming and water temperature (wt) was back up to 40c. Nurse asked how warm the water temperature could get before there was a risk for skin damage. Informed nurse with really warm or really cold-water temperature, there was an increased risk of skin damage. With the water temperature being so warm at 40c, they would recommend more frequent and diligent skin checks to monitor for any signs of skin injury. Explained the high-water limit (hwl) was typically set to 40c for neonatal intensive care unit (nicu) protocol, so this was the warmest the water temperature could get. Also explained the rewarming duration was strictly a timer, once the duration timer was completed, the device would automatically swap to normothermia regardless of if the patient has reached target temperature yet. The device would continue to work to get the patient to target, so although the patient temperature was 35.7c, the device would still be working to warm the patient up to 37c at the programmed rate. Informed nurse it seems like they placed the device back in rewarming based on the settings, so the duration should be how long it would take for the patient to reach the target at the programmed rate. Informed nurse to monitor the water temperature and call back with any more issues with rewarming. Nurse also going to send the device to biomed once therapy was completed just to evaluate the machine and make sure it was working appropriately. Nurse was not in front of device to get s/n.